Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was attempted to be used in an unknown endovascular procedure. It was reported that during the index procedure, after the stent graft was implanted, balloon ruptured occurred when the second ballooning was performed for the junction between the stent grafts. It was stated that the balloon inflation was appropriate. Alternatively, another reliant stent graft balloon was used to complete the procedure. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.